Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the implant site was tender to touch and pain was described as sore. Activating the stimulation worsened the pain. A pain patch was given. The physician believed that the pain patch was helping the patients pain.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the implant site was tender to touch and pain was described as sore. Activating the stimulation worsened the pain. A pain patch was given. The physician believed that the pain patch was helping the patients pain.